Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation, as it has reportedly been discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an orthognathic osteotomy for a segmental defect on an unknown date. Approximately six weeks postoperatively the patient complained and it was identified by panorex image that the left side mandibular orthognathic plate had broken. The surgeon determined that the fracture was partially healed, and explanted the hardware on an unknown date which is a routine procedure with this type of repair/construct. The surgeon stated the breakage of the plate is likely the result of jaw clenching during extreme body building and/or patient non-compliance with follow-up precautions. This report is for an unknown matrixmandible plate. This is report 1 of 1 for (B)(4).